Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from the connecting part between the drain bag and foley catheter on the day of use. Per follow up via ibc on 12apr2022, upon checking the returned sample, there was a crack found on the catheter shaft near the bifurcation.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), drainage bag with inlet tube, sample port connector, catheter and tes. Visual inspection of the sample noted flushed the sample port and filled the drainage bag with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. Noted no cracks or fracture on the sample port. The date code on the sample port connector was verified to be 12. Also noted a hole measuring (0.051") in the catheter shaft and measuring (0.5020¿) distance from the bifurcation). This is considered a failure per inspection procedure, which stating that "shaft shall be free of kinks, cuts and tears surfaces". A potential root cause for this failure mode could be ¿inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the urine leaked from the connecting part between the drain bag and foley catheter on the day of use. Per follow up via ibc on 12apr2022, upon checking the returned sample, there was a crack found on the catheter shaft near the bifurcation.